Event description:
As reported: operator broke catheter in mma by leaving it in too long with the liquid embolic. The catheter was left too long in the liquid embolic and became stuck, so when they removed it the catheter tip broke off forcefully and some was retained in the liquid embolic. Case was completed. Patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation found the headway microcatheter returned kinked at 38cm from the strain relief and with residual liquid embolic material in the hub and distal lumen. The distal tip was found stretched, kinked, and broken with the lumen coil pulled out, which is consistent with the condition described in the reported event. The microcatheter segment distal to the break was not returned for evaluation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the distal tip of the microcatheter becoming encased in solidified liquid embolic followed by retraction forces that exceeded the device's tensile strength.

Event description:
No additional information received regarding the event.